Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the device is badly flared and has some cracks in the metal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, wear from prolonged use, or inadequate routine maintenance. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the biosure screw was damaged during the implantation using the screw driver. The procedure was completed with a change in the surgical technique. There was a non-significant surgical delay and no further complications were reported. Results of investigation found the distal tip of the device is badly flared and has some cracks in the metal.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the biosure screw was damaged during the implantation using the screw driver. The procedure was completed with a change in the surgical technique. There was a non-significant surgical delay and no further complications were reported. Preliminary results of investigation found the distal tip of the device is badly flared and has some cracks in the metal.